Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a gradual increase in shock impedance measurements. An out of range shock impedance measurement was noted. Additional information obtained from the field representative indicated the cause was not determined. The physician will continue to monitor the patient. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information indicates that the system was revised due to the previously reported clinical observations of high shock impedances measurements. The device and lead were explanted. The device has been returned; the lead is not expected to be returned. There were no adverse patient effects reported.

Event description:
Additional information was received that subsequent increased shock impedance measurements greater than 125 ohms were observed. The patient was to be monitored. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
(B)(4).